Event description:
It was reported that there was noise on the right atrial (ra) channel of this implantable cardioverter defibrillator (ICD) system that indicated oversensing of the minute ventilation signal. The ra lead impedance had also suddenly increased to greater than 3,000 ohms. Technical services recommended turning the respiratory rate trend feature off and performing further evaluation of the device system. The ICD and ra lead remain in service. No adverse patient effects were reported.